Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, a 'check circuit' alarm occurred. The respiratory rate shown was higher (40bmp) than the set value (10bpm). The patient had a coughing fit and respiratory distress; he was then manually ventilated while being switched to another ventilator. There were no reported adverse patient effects. Later, the distributor identified that the control board was faulty.